Manufacturer narrative:
(B)(4).

Event description:
The recharger screen was frozen, displaying the antenna locator option. A recharger reset was performed and was successful. Following the reset there were coupling/communication issues. It was suspected that the ins was overdischarged. It was unclear how long it had been since the pt last recharged the device. The pt was seen in clinic and it was not possible to restore the stimulation. The pt was in the process of getting approval for ins replacement. Further info is being requested at this time.